Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were experienced the high blood glucose. Customer's blood glucose at the time of incident was 400 mg/dl. Customer was alleging the pump for under delivery. Customer declined the troubleshooting for the high blood glucose. Customer performed the tests and the test were passed. Insulin pump will not be returned for the analysis.